Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction under the entire sensor patch area occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient stated, either days after the sensor was inserted, the reaction was under the entire patch area and he had a scar, purulent drainage, and a wound from which the skin came off. He used cortisone ointment, saw a diabetologist, and planned to try cavilon that was recommended. However, there was no documentation of medical intervention. No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was not confirmed via photographic inspection due to the poor quality of the photo. It is unable to be determined if this represents a skin reaction. The probable cause could not be determined. No additional patient or event information is available.